Manufacturer narrative:
Sc-1160 sn: (B)(6). The returned ipg was analyzed and stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue. It passed the functional test and revealed no anomalies. With all the available information, boston scientific concludes the reported event was not confirmed.

Event description:
It was reported that the patient was experiencing pain in the pocket site. The patient underwent an explant procedure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50. Serial: (B)(4), batch: 14915034 / 14915034.

Event description:
It was reported that the patient was experiencing pain in the pocket site. The patient underwent an explant procedure.